Event description:
As described by the anesthesiologist: patient to or, induced and noted to have immediate drop in o2 saturation, the crna certified registered nurse anesthetist student was unable to move air with the bag/mask. The patient was immediately intubated and the endotracheal tube was seen visually to pass through the vocal cords. The machine circuit was attached. However, neither hand bagging or machine ventilation could move any air into the patient. High positive pressure was applied with a subsequent rising of the o2 sats saturations into the mid 80's such that the entire hypoxic time was less than 1 minute. Other medical interventions were made to rule out any medical conditions and subsequently through a process of elimination; the airway or machine was implicated. The patient was switched over to a transport circuit which is essentially a bain circuit and portable o2 tank and was easily ventilated with rapid normalization of o2 sat's saturations. The machine and circuit were examined post event and an abnormality was found in the hme which consisted of a plastic membrane covering one of the openings.